Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump was programmed to infuse ivig was noted to take 60 minutes longer to infuse than expected. There was no report of patient harm.